Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced intermittent issues with high magnesium gen.2 results. The specific number of patient samples involved was unknown. The customer pulled three samples and retested them on the cobas c501 analyzer and the results were lower. Of the data provided, only the results for two patient samples were discrepant. Sample 1 original result was 4.0 mg/dl and the repeat result was 1.8 mg/dl. Sample 2 original result was 4.1 mg/dl and the repeat result was 1.9 mg/dl. The original results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated she spoke with their pathologist and they decided to not send out corrected reports as they believed the high magnesium results are not clinically significant. The patients were not adversely affected. The reagent lot number was 60573401 with an expiration date of 07/31/2016. The field service representative could not find a cause. The customer removed the magnesium assay from the cobas c701 analyzer and moved it to the cobas c502 analyzer. He performed magnesium calibration and qc with success.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.